Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions "the adhesive of the objective lens was detached and there was insufficient adhesive in the screw hole of the distal end cover" is traced to component failure and for "the adhesive was chipped, creating the potential for debris to fall inside the body" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastro-videoscope exhibited the following issues: the adhesive of the objective lens was detached, there was insufficient adhesive in the screw hole of the distal end cover, and the adhesive was chipped, creating the potential for debris to fall inside the body. There was no patient involvement.